Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who is implanted with an implantable neurostimulator. It was reported that patient (pt) was experiencing pain at the pocket site starting on (B)(6) 2022. Patient described the pain as sharp and like being punched at times. Pt denies any shocking sensation as if being electrocuted. Pain occurs even when ipg is off. Turned it off for 3 days at physician's orders to see what happened. Patient stated physician thought maybe the ipg moved and it is sitting on a nerve. A manufacturer representative checked electrode connectivity and impedances which were all within normal limits. The manufacturer representative reset dtm programming. The patient was using group c, and it was noted that program 3 was significantly higher than program 2 and 4. The patient met with their physician on b)(6) 2022. The patient reported that she was told that they could move the implantable neurostimulator to the other side, but she would first need to lose 15 pounds. The patient was given a toradol injection for the pain, and the patient is thinking about getting a second opinion. No further information is known regarding the event.